Event description:
A talent stent graft sys was inserted into a pt for the endovascular treatment of a 64.9 cm abdominal aortic aneurysm. The access vessels were narrow measuring 6.8 mm on the left and 8.2 mm on the right and they were severely calcified. It was reported that after serial dilatation of the access vessels, the device could not be advanced due to the narrow, calcified vessels. The device was removed, and a kink in the delivery sys was noticed. Another talent device was inserted and was able to be advanced and successfully deployed to complete the procedure. The device was discarded by the user facility. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results & conclusion: (narrow and severely calcified access vessels).